Manufacturer narrative:
(B)(4). The customer stated that the actual product code is h938740, which is a baxa product. This complaint has been reassessed as non-reportable. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown intravenous bag had blue and red fibers inside of the screw off tab. Patient involvement and the step of setup or therapy during which this was noticed were not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.